Event description:
The micro oscillating saw was sent for evaluation due to overheating during testing. The event occurred during a routine maintenance visit. No adverse event was associated with the device.

Manufacturer narrative:
The customer's complaint could not be duplicated because the device had no power. Corrosion damage was noted within the internal components of the device.